Event description:
It was reported that the pump of this inflatable penile prosthesis was positioned high in the scrotum; therefore, it was difficult for the patient to use it properly. A revision surgery was performed to place the existing pump in a lower location and trim some excess tubing. There were no patient complications.